Manufacturer narrative:
D9: the date of the device return is unknown. The device was returned for evaluation and the investigation for the reported issue has been completed. A review of the device logs was conducted and confirmed the battery failure alarms. During the evaluation of the device, one of the battery fuses was observed to be blown. Battery connections were swapped on the power battery manager board (pbm) and another test was performed, showing the blown fuse was moving batteries/ positions. This observation led to investigation of the pbm. A known good pbm was placed into the console and the issue resolved. Both batteries had shown intact fuses and passing charging currents. The complaint cause is due to a malfunctioning pbm, however the root cause of the issue with the pbm is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery communication failure yellow alarm during preventive maintenance. The console was received with the battery level at zero. After the batteries were replaced, the batteries were at zero the next day with a controller alarm. No details regarding resolution were provided. No patient involvement.